Event description:
It was reported that this lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).